Event description:
Information received indicates the right foot siderail will not latch due to a bent dowel pin.

Manufacturer narrative:
The technician replaced the bent dowel pin to repair the bed.